Event description:
It was reported that when using the bd pyxis¿ es server, ststion was on critical override and affected multiple facilities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist remotely accessed server and ran a server downtime query, confirmed that messages from carefusion coordination engine (cce) were processing successfully with current timestamps, the interface connection status was fine, and the last heartbeat was current, verified that all devices were communicating properly and that the interface was set to 0, also reviewed the health sight viewer (hsv), which displayed certain devices in critical override status for over 100 days; however, the customer confirmed that this issue had already been resolved. The system functioned as intended after the technical support specialist (tss) verified the device.